Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported via (B)(4) that stent dislodgement inside patient occurred. The 90% stenosed target lesion with soft plaque was located in the right coronary artery. A 4.00mmx12mm synergy ii everolimus-eluting stent was advanced for treatment; however during deployment, it was noted that the guide catheter had 'come back' and the stent was dilated at 2mm when it came off the balloon. The balloon was deflated and the guide wire was pulled out the patient's body, leaving the stent still inside the patient. A 1.5mmx12mm long balloon was advanced to distally dilate the balloon, however it failed to drag the stent back into the sheath. A 1.25mmx12mm balloon with a 1.5mmx12mm balloon was advanced, then a 1.5mmx15mm balloon with an 2.20mmx15mm balloon advanced after. Eventually, these attempts failed and the stent did not come into the guide. Multiple attempts were made to deflate the balloons beyond the stent to get the stent into the sheath in the femoral artery; however the attempts were unsuccessful. Finally, the stent was crumpled into the right groin and was pulled in the sheath. The patient was sent to the operating room for retrieval of the stent. No further patient complications were reported.